Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that they had problems with the upper light before a surgical procedure. There is no additional information at this time.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and found system message (sm) - ¿failure to turn lamp on: lamp needs to be replaced. Please contact field service¿ in the event log, but was unable to replicate any issue related to the customer reported event. The company service representative reseated the tabletop illuminator lamp and the module. The system was then tested and met all product specifications. The system was manufactured on july 29, 2016. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).